Event description:
It was reported that during a roux-en-y procedure, the device's third or fourth row of staples did not form. They pulled another device to complete and also oversewed the staple line. No pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.